Manufacturer narrative:
Corrected information is provided in sections d.1., and d.4. Additional information is provided in sections d.9, h.3, h.6 and h.11. One opened 2.4 db hp2 intrepid knife in a bp tray was received for the report of the blunt slit knife. Sample was visually inspected and found to be nonconforming. With damaged cutting edge. Penetration testing could not be performed due to the damage of the sample. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The exact root cause could not be determined from the investigation performed.the returned sample is visually non-conforming with damaged cutting edge therefore, a dull knife . The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The damage seen on the returned complaint sample could have contributed to the customers reported issue of dull blades. The exact root cause for the damaged knife sample is unknown, therefore specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during cataract surgery, an ophthalmic cutting knife was found to be dull. The surgery was completed on the same day using an alternative knife, with no harm to the patient. Additional details had been requested and none received till date.